Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Due diligence in attempting to follow up with the patient was unsuccessful. This is the final report.

Event description:
The company was informed the patient reported experiencing some intermittent sharp shooting pains and dizziness. Device testing revealed that the device was functioning normally. The patient was treated with antibiotics and steroids (types unknown) to rule out underlying labyrinthitis. The patient was scheduled for follow-up in two weeks. The patient did not comply.